Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient went to the doctor who put the patient on additional pres cription medication for 3 months to get rid of the bladder infection. It was noted that the diarrhea, urine leakage and bad bladder infection led to the event.

Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. If the patient stood up it just ran. Husband increased to 4 and helped a little but then went to diarrhea. The patient had to go back wearing undergarments. After increasing it, did help some. The patient does feel stimulation. Event date was monday (B)(6) 2016. The patient went to the healthcare provider a week ago monday, (B)(6)-2016. She was diagnosed with a bladder infection/uti following a positive ua (urinalysis) screening. She had a history of chronic uti's (urinary tract infection) for years. The doctor told her that her symptoms would not be helped by the device and put her on an oral antibiotic. She had been taking antibiotics for over a week. It was worse today. She said that if she stands up or tries to walk, she urinates all over herself. She was on these antibiotics for 3 months. She had only been taking them for 2 weeks. Patient had a mesh put in years ago. She has had surgery so they can remove as much of the mesh as they can. Her last surgical report did not even mention the mesh. She cannot remember what the surgical report said that they actually did . She was told that was what the surgery was for. She believes the chronic utis (urinary tract infections) were related to the mesh but no doctor will admit to that. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.